Event description:
Revision surgery - due to the patient falling out of bed; having fractured.

Manufacturer narrative:
The reason for this revision surgery was due to a fracture. The previous surgery and the revision detailed in this investigation occurred over 6 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to a fracture. The device was within the expiration date at the time of use during the previous surgery. The customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The agent has notified that the patient fell out of bed causing the fracture. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.